Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted breast biopsy procedure using the encor biopsy system with the encor biopsy probe containing a breast marker. It was reported that during the procedure, the vacuum assisted excision was performed and it was allegedly that the marker was damaged during the procedure and several small fragments were lodged within the surrounding breast tissue. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received through follow-up that tumark vision marker is not a bd/bard product therefore, the file was reassessed for reportability, and it was determined to be not a complaint. Since an initial MDR was submitted, the file will remain assessed as a malfunction. G3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted breast biopsy procedure using the encor biopsy system with the encor biopsy probe containing a breast marker. It was reported that during the procedure, the vacuum assisted excision was performed and it was allegedly that the marker was damaged during the procedure and several small fragments were lodged within the surrounding breast tissue. There was no reported patient injury.